Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the iol broke when it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.